Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported patient needed to have a MRI, however the ins hadn't worked in over 6 months. Pt stated that the charger didn't work and that it wouldn't take a charge; pt confirmed that the external equipment wouldn't work to communicate with or recharge the ins and that the ins hadn't been charged in over 6 months. Pss reviewed possible ins over-discharge with the pt and redirected pt to hcp to further address the reported issue. Pt then stated that a rep had come out about 4-5 months ago while pt was at hcp's office, however the rep couldn't get the ins to do anything with their equipment either. Pt stated that they were scheduled to have the ins removed, however they then had a heart attack, so it would be 6 months before they could have the ins removed since they were on blood thinners. Pt stated that they ended up hurting their back so hcp wanted the pt to have a MRI. Pss suggested that the pt contact hcp for possibility of having a MRI eligibility form completed.